Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have a defective lcd. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The attempted implant of an ipg and percutaneous lead into this patient occurred on (B)(6) 2009. It was reported that prior to closing the ipg pocket site, the patient crashed on the table. This necessitated the physician to roll the patient over (compromising sterility) in order to resuscitate him. The system was removed and with the intent of another system being implanted at a later date. Follow up with the patient found that he is doing fine. The ipg was returned to ans for evaluation. No further information is available.

Event description:
The lay user/patient contacted lifescan alleging the meter powers off during use. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.(date of birth) information was not provided.(gender) information was not provided.